Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the system hard drive, reloaded the system software and recalibration data. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up and could not load software. No pt injury was reported.